Event description:
Years after essure procedure, required hysterectomy to remove essure devices due to chronic pain, frequent infections, autoimmune symptoms, fatigue, organ damage including exocrine pancreatic insufficiency and frequent kidney stones, and persistent and worsening migraines.